Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The band lot numbers associated with this complaint were researched and it can be concluded that the bands were within the acceptable date range. The device history record for all possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record of possible lots confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The band misfired on two (2) occasions. Additional information was received on (B)(6) 2018 from the cook area representative: during an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator. The staff asked if I could speak with one of her consultants during a separate visit to the hospital regarding a band misfire they had experienced the week prior. The physician mentioned that upon loading the bander, as per the instructions for use (IFU), the first band deployed too early causing it to slip off the varix [band prematurely deployed and band slips off site prematurely]. The second and third bands were deployed correctly; however, she felt the first deployed with no manipulation of the firing mechanism. Upon discussing with the nursing team, they were not certain if the mechanism was kept in the two way position during intubation. Unfortunately, the device in question was not kept. Additional information was received on (B)(6) 2018: only one (1) band misfired causing the slippage. After discussing with the team again today, the assisting nurse also mentioned the patient had previously received intervention for bleeding varices and the tissue may have been scarred. Additional information was received on (B)(6) 2018 from the cook area representative: they used a kit in the emergency theatre the following day and had no issues with different suction. They now think it was the suction that was the issue. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The band lot numbers associated with this complaint were researched and it can be concluded that the bands were within the acceptable date range. The device history record for all possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information received indicated that the endoscope used was either a q260 or q290 olympus gastroscope. On researching the endoscopes used, it was determined that both q260 or q290 olympus scopes had outer diameters that were outside the recommended endoscope diameter. Olympus sif q260 has an outer diameter of 9.2 mm and olympus bf q290 has an outer diameter of 4.8 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope with the following: "refer to package label for minimum channel size required for this device." The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. Use of the device with an incompatible endoscope could have contributed to the reported observation. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record of possible lots confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was initially provided on 08/17/2018: "during an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The band misfired on two (2) occasions. Additional information was received on 31-july-2018 from the cook area representative: during an endoscopic variceal ligation (evl), the physician used a 6 shooter saeed multi-band ligator. The staff asked if I could speak with one of her consultants during a separate visit to the hospital regarding a band misfire they had experienced the week prior. The physician mentioned that upon loading the bander, as per the instructions for use (IFU), the first band deployed too early causing it to slip off the varix [band prematurely deployed and band slips off site prematurely]. The second and third bands were deployed correctly; however, she felt the first deployed with no manipulation of the firing mechanism. Upon discussing with the nursing team, they were not certain if the mechanism was kept in the two way position during intubation. Unfortunately, the device in question was not kept. Additional information was received on 2-aug-2018: only one (1) band misfired causing the slippage. After discussing with the team again today, the assisting nurse also mentioned the patient had previously received intervention for bleeding varices and the tissue may have been scarred. Additional information was received on 14-aug-2018 from the cook area representative: they used a kit in the emergency theatre the following day and had no issues with different suction. They now think it was the suction that was the issue." Additional information was received on 21-aug-2018: the only further information they can provide is that it would have either been a q260 or q290 olympus gastroscope [incompatible]. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.